Manufacturer narrative:
Event reports were collected and is currently under being evaluated.

Event description:
Customer reported an issue with the panorama central station with telepack, which may have affected telemetry monitoring. No pt injury was reported.